Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 1/25/2024, an ilet user reported they experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 1/24/2025. On (B)(6) 2025, the user called in reporting elevated blood glucose (bg) levels. They did not have a glucometer to verify the reading and decided to wait 30 minutes before a follow-up call. Later, the user reported a "high" reading on their ilet device and had recently changed their infusion set. They noted not seeing drops during the fill tubing process but manually pushed 60 units. The agent confirmed the user was not connected during the fill process and identified that the cartridge was only half full, which could have caused an incomplete fill sequence. The customer care agent explained the importance of using a full cartridge and completing the fill tubing step properly. The user administered a manual injection, was advised to disconnect for at least two hours to avoid hypoglycemia and was provided with overnight supplies. A follow-up call at 8:23 pm went unanswered. On (B)(6) 2025, at 5:09 pm, the user called while waiting for discharge paperwork from the ER. Their bg was 366 mg/dl and trending down after a manual injection. The user had received fluids and insulin in the ER due to extreme thirst and lethargy but was not admitted. They planned to reconnect to the ilet once home. The user was advised to check their infusion site and change supplies if necessary, and to follow their ketone action plan (kap) for bg levels over 400 mg/dl. Additional training was requested to improve the user's confidence in managing their device.